Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 opened pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in warehouse. The two ampoules with leakage has been checked and the sealing bar (yellow bar at the bottom of the ampoule) is wrongly sealed and in consequence there is leakage. See pictures attached. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. Nevertheless, we assume some issues in this batch that let some non conforming units get released into the market. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. This report is being submitted late due to mis-interpretation of 2 year presumption acknowledgement and agreement by FDA. Once issue was identified, retrospective review of complaints was completed from time of 2 year presumption implementation to present. All reports identified are being reported.

Event description:
Country of complaint: china. It is was reported that the nurse opened the plastic package and found the ampoule bottle to be empty or the product leaking.